Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked down, up keypad buttons, scratched case. The pump was received without a battery cap. The pump passed the sleep current measurement, active current measurement, and self tests; it failed rewind test returning a pump error 37. Unable to perform the displacement, prime/seating, basic occlusion, force sensor, and occlusion tests due to the recurring pump error 37s. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that multiple pump error 43s occurred on 08/26/25 from 20:44:46 to 23:14:21. The adapt tool does not list any pump error 14s whatsoever. The case was cut open. As the boards were being taken out of the case, it was apparent that the entire motor slide was missing. It turned out that the top of the motor slide separated from its base and got lodged in the reservoir compartment. There is corrosion and rust on the bottom of the motor assembly as well as home motor switch. In summary, the customer¿s report of pump errors 14 and 23 was not confirmed but that of pump error 43 was confirmed in the pump's history. The pump error 43s are due to a corroded home switch, and the pump error 37s are due to a broken motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The customer received pump error 14 (software error detected). The customer received pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor). The customer stated the pump was exposed to a high magnetic field. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1886 was requested, and the customer's response was that the device would be returned.